Manufacturer narrative:
Product analysis:analysis was unable to confirm that the programmer would turn itself off. Analysis was able to confirm errors. Errors were found in the software history. The analyzer battery was found to be loose from contact and the battery had low voltage (depleted). The analyzer was mechanically intact and passed incoming functional tests. The battery was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would turn itself off and that it was noisy. It was also reported that there was an analyzer error. The programmer and analyzer remain in use. No patient complications have been reported as a result of this event.